Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination along the full catheter length found a hypo tube kink 845mm distal to the strain relief. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and one strut on the proximal end of stent was twisted and deformed. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 12mm x 3.5-4mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left main artery. After a 6f non-bsc guide catheter and non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2x10mm non-bsc balloon catheter resulting to 30-40% residual stenosis. A 16 x 4.00mm taxus¿ liberté¿ drug-eluting stent was advanced but great resistance was encountered while trying to cross the lesion. Crossing was attempted again but the device would not go through. The device was then removed and the procedure was completed with another 16 x 4.00mm taxus¿ liberté¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.